Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and less than one (1) microorganism was identified. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on july 4, 2016. The cleaning, disinfection, and sterilization (cds) evaluation was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with anios clean excel d detergent. Anios clean excel d detergent was also used for manual treatment/cleaning. The biopsy valve, air valve, and suction valve were disinfected by automatic endoscope reprocessor (aer). Medivator by cantel medicap was used as the (aer) along with intercept plus detergent and rapicide peracetic acid a&b. Disinfectant. The scope was stored in the eset after treatment. The maintenance was performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the aspiration channel of the evis exera iii colonovideoscope tested positive for over one hundred (100) colony forming units (cfu) of pseudomonas aeruginosa and the distal end tested positive for five (5) cfus of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the lg rod lenses was chipped, the bending section rubber adhesive was worn out, and the suction section cover was damaged. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 months since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of a microorganism was not confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.